Event description:
A us distributor reported that an electrode belt was unable to complete incoming functionality testing.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (cannot complete incoming functionality testing) has been confirmed. Upon investigation the electrode belt was unable to complete essential performance testing. The cause was the cable connecting the rear 1 therapy electrode was pulled from the strain relief, severing all wires in the cable. The root cause for the strained cable could not be positively identified. There was no adverse event that resulted from the damaged belt.